Event description:
The customer reported that the system would not save info and would not boot up properly. No report of pt injury.

Manufacturer narrative:
The customer did not want service and will contact MFR if issue reoccurs.